Event description:
Reportable based on device analysis completed on 29-nov-2018. It was reported that crossing difficulties were encountered. The 85% stenosed target lesion was located in the mid left anterior descending artery. A 2.50mm x 15mm nc emerge balloon catheter was advanced but failed to cross due to calcification. The procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed balloon pinhole. Returned product consisted of a nc emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed that the tip is damaged and there is a pinhole in the balloon 6mm from the tip. There is blood present in the guidewire lumen, inflation lumen and balloon. The balloon is loosely folded. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any damage or irregularities contributing to the reported crossing difficulty, which could not be confirmed because the clinical circumstances could not be replicated.